Manufacturer narrative:
.

Event description:
The customer reported that the device issued a "speaker malfunct." Inop. At the time of the alleged malfunction, the device was being used for clinical monitoring. No patient harm was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Contact office correction: (B)(4).

Event description:
The customer reported that the device issued a "speaker malfunct." Inop. There was no allegation of an adverse event or any patient or user harm.